Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the lad. Approximately 5 months post index procedure, the patient suffered cardiac chest pain and was treated with medication and stenting of the lad. The cec adjudicated a myocardial infarction (target vessel). The cec also adjudicated the revascularization as clinically driven (target lesion revascularization). The investigator and sponsor assessed the event as not related to the anti-platelet medication but possibly related to the device. The patient recovered.